Event description:
It was reported that the implantable cardioverter-defibrillator (ICD) exhibited high out-of- range shock impedance measurements on the non-boston scientific right ventricular (rv) lead. There was no noise observed. Troubleshooting was discussed and recommended. No adverse patient effects were reported. The product remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).